Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the basal software did not suspend insulin delivery. Reportedly, blood glucose decreased to 62 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload for a log review to be performed; however, a response was not received from the customer.